Event description:
Boston scientific received information that during a follow up visit; this right ventricular lead exhibited intermittent noise with oversensing. In addition, the daily measurements had recorded several ventricular impedance values as low as 110 ohms. A lead insulation issue was suspected. The ventricular sensitivity was reprogrammed and the lead remains implanted as the patient was asymptomatic. The patient was to be monitored closely. No adverse patient effects reported.

Event description:
The routine device replacement procedure was performed. The decision was made to remove and replace the right ventricular lead. The explanted lead was returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
The right ventricular lead remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.

Event description:
Three months later; the patient presented for a follow up visit. This right ventricular lead exhibited an increase in thresholds and the impedance measurements had been fluctuating between 100 and 600 ohms. Upon review of the device memory, there had been many false ventricular tachycardia detections due to noise on the ventricular channel. At the time of the routine device changeout in the future; the right ventricular lead will reviewed and evaluated. No adverse patient effects were reported.

Manufacturer narrative:
To date, the explanted lead has not been received at boston scientific. Upon receipt, the lead will undergo detailed laboratory analysis in an attempt to confirm and determine the root cause of this event.

Manufacturer narrative:
Upon return, this lead was thoroughly analyzed. Visual inspection confirmed a complete lead with setscrew marks noted on the terminal pin and ring. The inner and outer coils were stretched approximately 5-13cm, from the terminal pin. Additionally, several tears and cuts were observed within the outer insulation at about 5.3cm and 30cm, respectively. Also, the coils were compressed at about 14cm from the terminal pin. Extensive testing was performed to assess the lead's electrical integrity. Measurements throughout these tests demonstrated continuity of the electrical circuitry. Rigorous testing, including extensive lead manipulation while connected to an ohmmeter, verified there was no intermittency in the electrical conductivity. Laboratory analysis did not reveal any manufacturing anomalies that would have caused or contributed to the reported observations. All observed damaged were consistent with induced explant damages.